Manufacturer narrative:
(B)(4) no product malfunction. Evaluation: results: visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to surgeon's preference and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The surgeon did not like the way the lens looked once it was in the eye. Surgeon decided to remove it and implant another same model and size lens. There was no patient injury. Reporter stated there was no product malfunction. It was surgeon's preference to remove and implant another lens.